Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: fat necrosis, surgical intervention mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 750cc, on the left and unknown mentor silicone on the right prosthesis experienced left sided symptomatic rupture, breast cyst, and right sided fat necrosis post procedure. The mammogram, and MRI examination confirmed the issue. As a result, patient underwent excision of the left side cyst, replacement with sn: (B)(6) right breast reduction wise pattern with central mound pedicle was performed on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
On june 26, 2024, mentor became aware that the initial report has incorrect awareness and report submission due date. The correct awareness date was on may 22, 2024, and the report submissions due date is june 21, 2024, which makes the report not late. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on may-28-2024 per 100553403 and 100553401 with the available information about the reportable event. Please update coding: please void ip-02065660, the patient implanted with the left -side implant only per fw cb-1568878.fax message received on 0522 1130 from csid wvu medicine to 8662164111 12 pages 7423386a001. The clinician assessment has been performed per this report. Manufacturer¿s reference number: (B)(4).